Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1, 2.2 not detected on the bus and main drawer 2.1 was failed to open, not detected on the bus. A field service engineer (fse) found that row c in the main drawer 2.1 was not detected on the bus, opened diagnostics and tested hardware, everything worked properly. The fse then released all cubies, found debris between one of the cubies and the connection point, removed debris and replaced pocket. The fse shut down station for five minutes, then rebooted. Once the application loaded, the drawer and pockets were recovered, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawers 2.1, 2.2 not detected on the bus and main drawer 2.1 was failed to open, not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.